Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and coagulum was discovered. At the end of the case, it was noticed that there was a lot of char on the catheter. Further clarification revealed the material discovered appeared to be coagulum and not char. The system did not display any errors nor did the physician see any product problem. There were no issues with flow or temperature. The smartablate generator was in power control mode and default settings for stsf catheter were used. The power was between 25 and 35 watts depending on location. Impedance ranged from 120 to 140 ohms. Temperature of catheter stayed around 35°c. Heparinized saline was used as an anticoagulant. The procedure was completed with no patient consequence. The patient hasn't shown any neurological symptoms since the procedure was completed. This event is MDR reportable since coagulum has poor adherence to catheters it could be a potential source of embolism.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and coagulum was discovered. At the end of the case, it was noticed that there was a lot of char on the catheter. Further clarification revealed the material discovered appeared to be coagulum and not char. The returned device was visually inspected and during the first visual inspection it was found char on the catheter tip, however, during the second visual inspection no char was observed, this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a coolflow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char on the tip has been verified however, the catheter functionality was found within specifications, no issues were observed. Additionally char is a physical phenomenon of radiofrequency; it can be the normal result of the ablation process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).